Manufacturer narrative:
(B)(4). Concomitant products: part: 11-363662 name:36mm cocr mod hd std lot:824500 part:ep-108323 name:e-poly 36mm +3 hiwall lnr sz23 lot:910360. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-07426, 0001825034-2017-00760. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient is being revised for the second time due to recurrent dislocation. It was noted that during the consultation with the doctor it was stated that there was a misalignment in the unit which was causing it to pop out. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow up report is being submitted to report additional information.

Event description:
It was reported that the patient was revised due to recurrent dislocation and malalignment of the implant. It was noted that during the procedure the coating was flaky and deteriorating at the cup. The surgeon suggests that this happened due to the malalignment. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical record and radiograph reviews. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to report additional information .